Manufacturer narrative:
Other, other text: h2: d4 and h4 h3: one medfusion pump was received in good physical condition. The event history log was reviewed and there was a motor not running error. An occlusion test was performed and the reported issue was unable to be duplicated. The cause of the intermittent error was unable to be determined. The stepper motor was replaced as a preventative measure and the pump was converted into a loaner pump.

Event description:
Information was received indicating that immediately on use, a smiths medical medfusion pump exhibited a motor error. Subsequently the pump had to be turned off and on to get it to stop infusing a higher rate than intended which resulted in delivery of a bolus into the brain tissue of the animal. Injection had to be stopped and moved to an opposite side. The reporter also indicated that the motor alarm did not come back again after turning the pump off and on again but wanted the pump to be checked before using again. No consequences were reported. No adverse effects were reported.